Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: the complaint relates to one of the enclosed pen needles from puregon. There is a pink contamination in the inner needle cap. The customer therefore did not use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: the complaint relates to one of the enclosed pen needles from puregon. There is a pink contamination in the inner needle cap. The customer therefore did not use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: the complaint relates to one of the enclosed pen needles from puregon. There is a pink contamination in the inner needle cap. The customer therefore did not use.